Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325, zip four: 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026, during which they presented with vomiting and subsequently visited the emergency room. The event was associated with a bent cannula in the infusion set, which likely impaired insulin delivery. The blood glucose level was approximately 500 mg/dl and the patient got treated with administration of insulin via pen injections. The patient also tested positive for ketones, indicating possible diabetic ketoacidosis risk. The patient was admitted to the hospital for observation and treatment for approximately 7 to 8 hours.